Event description:
It was reported that a malfunction alarm occurred, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and no recurrence of the malfunction code was observed afterward. The customer was advised to continue using the pump and to call back if any issues arise.